Event description:
Pt was enrolled in an approved study utilizing sublingual co2 measurements to evaluate tissue perfusion following cardiac surgery. This pt developed positive endotracheal tube cultures for b. Cepacia and s. Maltophilia. When the co2 probe was suspected as a source of infection, study was halted. Pt was treated with antibiotics and recovered with no sequelae.

Event description:
Pt was enrolled in an irb approved study utilizing sublingual co2 measurements to evaluate tissue perfusion following cardiac surgery. This pt developed positive endotracheal tube cultures for b cepia and s. Maltophilia. When the co2 probe was suspected as a source of infection, study was halted. Pt was treated with antibiotics and recovered with no sequalae.

Event description:
Pt was enrolled in an irb approved study utilizing sublingual co2 measurments to evaluate tissue perfusion following cardiac surgery. This pt developed positive endotracheal tube cultures for b cepacia and s. Maltophilia. When the co2 probe was suspected as a source of infection, study was halted. Pt was treated with antibiotics and recovered with no sequale.

Event description:
Pt was enrolled in an irb approved study utilizing sublingual co2 measurements to evaluate tissue perfusion following cardiac surgery. The pt developed positive endotracheal tube cultures for b cepacia and s. Maltophilia. When the co2 probe was suspected as a source of infection, study was halted. Pt was treated with antibiotics and recovered with no sequalae.

Event description:
Pt was enrolled in an irb approved study utilizing sublingual co2 measurements to evaluate tissue perfusion following cardiac surgery. This pt developed positive endotracheal tube cultures for b cepacia. When the co2 probe was suspected as a source of infection, study was halted. Pt was treated with antibiotics and recovered with no sequale.

Event description:
Pt was enrolled in an irb approved study utilizing sublingual co2 measurements to evaluate tissue perfusion following cardiac surgery. This pt developed positive endotracheal tube cultures for b cepacia and s. Maltophilia. When the co2 probe was suspected as a source of infection, study was halted. Pt was treated with antibiotics and recovered with no sequalae.

Event description:
Pt was enrolled in an irb approved study utilizing sublingual co2 measurements to evaluate tissue perfusion following cardiac surgery. This pt developed positive endotracheal tube cultures for b cepacia. When the co2 probe was suspected as a source of infection, study was halted. Pt was treated with antibiotics and recovered with no sequale.

Event description:
Pt was enrolled in an irb approved study utilizing sublingual co2 measurements to evaluate tissue perfusion following cardiac surgery. This pt developed positive endotracheal tube cultures for s. Matophilia. When the co2 probe was suspected as a source of infection, study was halted. Pt was treated with antibiotics and recovered with no sequalae.

Event description:
Pt was enrolled in an irb approved study utilizing sublingual co2 measurements to evaluate tissue perfusion following cardiac surgery. This pt developed positive endotracheal tube cultures for b cepacia. When the co2 probe was suspected as a source of infection, study was halted. Pt was treated with antibiotics and recovered with no sequalae.